Event description:
Customer's family member reported that the freestyle meter gave them higher readings. They said that the patient went into coma. The patient's meter read 100 mg/dl compared to the paramedics meter which read 23 mg/dl. They were admitted to the hospital where they received intravenous treatment. There was no report of mistreatment reported. Testing was done on the fingers.